Event description:
Partial lead perforation." Patient has a st. Jude and boston scientific lead, specific lead not specified. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).